Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead would not seat in place after multiple attempts to change the position. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the helix would not retract after multiple attempts to change the position. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.